Event description:
It was reported that when the device was interrogated, low battery voltage was observed. The device was not used. There were no patient consequences.

Manufacturer narrative:
The field event of low battery voltage was confirmed. The session record showed that the device had exited the shipped setting about four months before the attempt of implant, and the status bar display is consistent with battery usage after the device exited the ship setting. Further analysis performed indicated normal device characteristics. A longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.